Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, no report has been received from the surgeon. This report will be updated when the investigation is complete. This is the same report as 1043534-2010-00055.

Event description:
Allegedly the blue from the screws have transferred to the surrounding tissue.